Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This complaint is confirmed. No devices were received; therefore the condition of the components is unknown. Review of the device history record identified no deviations or anomalies during manufacturing. Revision surgery notes that patient was revised due to unstable knee and significant delamination and wear in the posterior medial aspect was seen. Clear synovial fluid encountered, no evidence of purulence or necrosis and some ligament laxity was noted. Office notes (dated (B)(6) 2019) state that patient is reporting 10/10 pain, swelling, locking, clicking, and instability, concurrent right sided knee pain for which she received an injection at this visit. X-rays provided were not sent for further evaluation as revision operative notes confirm the reported event. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: ref 184764, lot 742350, patella, ref 183130, lot 273020 ,vanguard femur, ref 402282, lot 570780, cobalt bone cement.

Event description:
It was reported that a patient underwent left tka; subsequently 11 years later the patient was revised due to pain, swelling, locking, clicking, and instability. During the revision, significant poly wear was noted from post impingement between the devices. A new bearing and locking bar were placed without complications. Attempts have been made, and no further information has been provided.